Event description:
Customer reported their surestep meter allegedly prompting error 4 message. Patient was unable to obtain blood glucose results. The issue was not resolved. Ccr sent surestep control solution. Customer reported getting inaccurately erratic results on a separate occasion on the surestep meter. The results were "52 mg/dl, 319 mg/dl and 209 mg/dl". The time difference between customer's meter results were greater than 30 minutes apart. No treatment was administered. No serious injury or adverse event took place. No further information has been reported.